Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a basket wire of an ncircle tipless stone extractor broke during a transureteral lithotripsy. The device was tested prior to use without issue. Following insertion into the patient, one of the basket wires broke at the "root" during an initial attempt at stone extraction. The device was removed from the patient, and a new device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6 (annex g). Event summary as reported, a basket wire of an ncircle tipless stone extractor broke during a transureteral lithotripsy. The device was tested prior to use without issue. Following insertion into the patient, one of the basket wires broke at the "root" during an initial attempt at stone extraction. The device was removed from the patient, and a new device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device: device was returned in a ziploc bag without any original packaging or labeling. One of the basket wires had pulled free from the basket cannula that holds the distal end of the basket wires in place. A functional test found the handle actuated the basket. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have had one of the basket wires had pulled free from the basket cannula that holds the distal end of the basket wires in place. The wire was not broken but separated from the cannula. It is possible the basket wire was pulled free from the cannula due to forces applied during use. However, the cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, but no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.